Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted using the pre-close technique via a 6f sheath hole prior to a pulse field ablation procedure. Reportedly, the device could not be removed as the footplate was stuck open. The lever was cycled a few times and the foot eventually closed, allowing the device to be retracted from the patient anatomy. The suture from the same device and a second prostyle were successfully pre-placed. The sheath was upsized to a 16f and the pulse field ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to close was not confirmed as the foot deployment and retraction were verified via manually opening and closing the lever with no difficulty noted. The reported difficult to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issues could not be determined. Factors that contribute to the inability to retract the lever/foot, include, but not limited to tissue, or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.